Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metallic coiled fragments are noted'), embedded device ('metallic coiled fragments are noted, embedded within myometrium') and pelvic pain ('chronic pain/pelvic pain') in an adult female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bowel adhesions. Concurrent conditions included uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("metallic coiled fragments are noted, embedded within myometrium"), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (supracervical hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, device expulsion, pelvic pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, device breakage, device expulsion, dyspareunia, embedded device and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: unknown. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: chronic pelvic pain. Lot number: 627757, manufacturing date: 2008-08, expiration date: 2010-08. Concerning the injuries reported in this case, the following ones were reported in patients medical record: device breakage, embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs and mr received: previously reported event "injury " replaced with new events .new events added: pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse). Reporter information were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') in an adult female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bowel adhesions. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse). The patient was treated with surgery (supracervical hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009, unknown. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: chronic pelvic pain. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical record received: lot number were added and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') in an adult female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bowel adhesions. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (supracervical hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: unknown. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: chronic pelvic pain. Lot number: 627757 manufacturing date: 2008-08 expiration date: 2010-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-aug-2020: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metallic coiled fragments are noted'), embedded device ('metallic coiled fragments are noted, embedded within myometrium') and pelvic pain ('chronic pain/pelvic pain') in an adult female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bowel adhesions. Concurrent conditions included uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("metallic coiled fragments are noted, embedded within myometrium"), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (supracervical hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, device expulsion, pelvic pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, device breakage, device expulsion, dyspareunia, embedded device and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: unknown. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: chronic pelvic pain. Lot number: 627757 manufacturing date: 2008-08 expiration date: 2010-08. Concerning the injuries reported in this case, the following ones were reported in patients medical record: device breakage, embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: medical record received. Events added: metallic coiled fragments are noted, embedded within myometrium. Reporters information and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.